Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during a chemo infusion (661 ml/hr), a leak was observed at the catheter connection and the needleless connector. The tubing had been attached to the patient for one day at the time of the event. Medication was noted on the patient¿s gown and sheets. No patient or user harm was reported.

Manufacturer narrative:
25ml baxter bag din 00060208 lot w8d25c1 exp jan 19 0.9% sodium chloride; 100ml baxter bag din 00060208 lot number w831co exp may 19 0.9% sodium chloride;bard dl power PICC; td (B)(6)2018 the customer¿s report of a leak between the maxzero and the set was confirmed. Visual inspection and functional testing showed no anomalies. During pressure testing a leak was observed at the connection of the maxzero to the mating male luer. The leaking maxzero connector was visually inspected under magnification. A microchannel on the interior wall of the maxzero component was observed. The root cause of the microchannel was an equipment error during the inspection and testing process.

Event description:
The customer reported that during a methotrexate infusion (661 ml/hr), a leak was observed at the catheter connection and the needleless connector and tubing. The tubing had been attached to the patient's double lumen PICC for one day at the time of the event. Medication was noted on the patient¿s gown and sheets. No patient or user harm was reported.